Manufacturer narrative:
H11.: no evidence was found to substantiate the customer¿s reported issue related to the affected arterial clamp. Reportedly, claimed event is most likely due to an improper setup of the essenz hlm and its associated components. Based on investigation findings, the event has been re-assessed as non-reportable, as no device malfunction occurred and the situation did not cause and the event is not likely to result in patient injury or death.

Event description:
See intial report.

Manufacturer narrative:
A1 to a5: patient information was not provided. H11: livanova deutschland manufactures the arterial clamp. The incident occurred in spain. Serial read out files (real time device parameters and setting recording file) were collected, without proving the reported problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, an essenz arterial clamp got stuck. Then, after being disconnected, it began to function correctly, but it stopped recognizing the centrifuge motor. There is no report of any patient injury.